Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery as device stopped working due to a leak in the pressure regulating balloon. There were no patient complications reported.